Event description:
Pt alleges the battery pump alarm was found to be alarming at a routine refill session. The pump was 57 months old. Replacement surgery was scheduled for about 3 weeks later. Two weeks later, the pump ceased beeping and pt was told to report to the hosp for battery failure. Pump was replaced 4 days later. Pt alleges that pt has "suffered severe pain, increased spasms, burning sensation in feet, pain in buttocks and stinging in shoulders, among other injuries..."